Event description:
It was reported that 2 of the bd saf-t-intima¿ were damaged. The following information was provided by the initial reporter, translated from japanese to english: the catheter guide wire is not present until the tip of the teflon catheter. It is impossible to prick. The metal guide seems to be bent in the catheter, but it is impossible to check this because the mandrel fits in its secured part.

Manufacturer narrative:
H.6 investigation summary: it was reported the metal guide seems to be bent in the catheter. To aid in the investigation, one sample and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the defect was observed. However, the sample received was semi-activated and appeared that the customer tried to pull the needle back to its original position. It was determined the defect is traced to use since the unit was handled incorrectly. It is recommended to refer to the instructions for use for the product. A device history record review was completed for provided material number 383318, lot 9031846. The review revealed there were no quality notifications or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. All the units are inspected 100% by the operators before to being placed inside of the tray. During the inspection any units with a bent stylet would be scrapped. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was able to observe the customer indicated failure mode but was not able to confirm the defect was related to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.